Event description:
The device was applied during a femoral popliteal procedure. Reportedly, the instrument did not fire properly. The hosp has reported no pt injury occurred. Expiration date: 11/30/2000.